Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were capped and replaced on (B)(6) 2017 due to oversensing. The patient was stable during and post procedure.